Manufacturer narrative:
Concomitant medical product(s): product ID: 8709, serial# (B)(4), explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-mar-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (3000 mcg/ml at 144.5 mcg/day) and bupivacaine (1.5 mg/ml at 0.0722 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient was experiencing a loss of therapy. A dye study performed on (B)(6) 2018 was unsuccessful. The catheter was replaced on (B)(6) 2018. It was noted the cause of the issue was complete catheter breakage proximal to the anchor. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. There were no environmental, external or patient factors which may have led or contributed to the issue. No further complications were reported.